Manufacturer narrative:
The device was received, investigation is not complete.

Event description:
Device malfunction: premature, partial deployment. Time of malfunction: during unpackaging. Symptoms/ae: it was reported that during unpackaging, the stent was found prematurely, partially deployed. This occurred outside of the anatomy and there was no pt involvement. Though requested, no additional info was provided.